Event description:
It was reported the patient underwent total right hip arthroplasty in 2004. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report.

Event description:
It was reported the patient underwent total right hip arthroplasty in 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The modular head and acetabular liner were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2004. PMA/510(k) number. Manufacture date ¿ unknown.